Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, higher than expected pacing threshold values were observed. Lead integrity checks and x-ray imaging showed no anomalies. The patient was reportedly not pacer dependant and no loss of capture was exhibited: leads safety margins were appropriately reprogrammed. No resulting adverse effects. The lead remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress while attempting to extend/retract the helix during lead repositioning, likely caused the inner conductor coil to break.

Event description:
Subsequently, this lead was returned and analysis conducted.

Manufacturer narrative:
In absence of a returned product our investigation has concluded.

Event description:
Subsequently, this lead was attempted to be surgically repositioned, at which time the helix failed to redeploy as expected. The lead was removed and replaced in absence of any adverse patient effects. Another lead was of same model type was implanted and no return of product is expected.